Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
I tried to peel off with mucosectom by esd. When I tried to fix the handle during esd, the connection between the main body and the handle came off and I could not fix it. I have been using it on a regular basis, but since this situation has never occurred, it may be a product defect. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed, that the plug and the pipe disconnected. Based on the result, we concluded, that it was caused, due to the excessive force applied to the slider of the handle using user. Resulted, in the pipe pulled and detached from the plug. Correction information: h6: coding changed, based on the investigation result.